Manufacturer narrative:
One new alarm was recorded in the driver's alarm data file. This fault occurs as a result of secondary motor engagement either in use or during functional testing. The driver passed incoming functional testing performed per the testing procedure. Visual inspection identified exterior cosmetic damage including: missing foot on the left side of the rear housing, flecks of red pigment and scratches on the driveline tubing. Internal damage included melt mark on the ribbon cable (speaker to lcd), evidence of contact abrasion between the piston cylinder assembly and the main printed circuit assembly (pcba), and secondary motor out of default position setting, indicating secondary motor engagement. This aligns with the fault code recorded in the driver's alarm data file. To replicate the reported circumstances of the patient "bearing down", a valsalva maneuver test at both normotensive settings and hypertensive settings was performed and the driver performed as intended, annunciating an alarm due to low cardiac output that resolved once the cardiac output increased. No permanent alarms were produced during testing. Next, a 48-hour observation run was conducted from 19 apr 2021 to 21 apr 2021 to verify if alarm could be generated from extended run time. No alarms were generated during the test and the driver functioned as intended. A check of the primary and secondary motors' function was performed to verify spin and rotation. While testing the secondary motor operation, the scotch yoke broke rendering the piston unable to engage. This is unrelated to the complaint and occurred during testing. The root cause of the fault alarm and change in beat rate was secondary motor activation, however it could not be conclusively determined why the driver switched operation to the secondary motor. This is not a device malfunction. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4). Follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he went to get up from his bed and bore down and the alarm began. Additionally, the driver beat rate changed from 137 bpm to 127 bpm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.